Event description:
The pt received a total knee replacement in 2003. Pt recently suffered a fall on the operative side and fractured their tibia, below the knee implant. As a result, the tibial portion of the knee replacement was revised in 2004. The fracture is not believed to be device-related.